Event description:
It was reported that on march 10, 2023, there were problems with the metal removal of a dorsal distal tibial plate. The reason for the attempted hardware removal was that the patient wanted the material removed from osteosyntheses in (B)(6)2020. Several screwdrivers/attachments were demolished while trying to remove the screws. The physician was unhappy that the screws had to remain in the patient, and there was a surgical delay of approximately one hour. No other medical intervention was required, but the surgery was not completed successfully, as the osteosynthesis material remained in the bone. After visual examination of the returned products on may 23, 2023, it was found that additional devices were stripped. This report involves one stardrive screwdriver shaft qc/t15. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned revelated that the scrdriver shaft 3.5 t15 self-holding f/a was worn from the tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed worn condition of scrdriver shaft 3.5 t15 self-holding f/a would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 314.116 synthes lot # 5732372 supplier lot # n/a release to warehouse date: 17.apr.2008 manufactured by: synthes monument no ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.